Event description:
It was reported to baxter (B)(4) that the reservoir of an infusor sv2 ruptured during patient use. The device was infusing an unknown patient with a solution of 48 milliliters 5-fluorouracil and 35 milliliters saline when the reservoir ruptured. There was no report of patient injury or medical intervention. No additional information is available at this time.

Event description:
It was reported that the patient has expired after an implant duration of approximately 0.07 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Two requests were made to the health-care provider (via fax) for the device, operative report, and additional information (on 06/07/2010 and 06/11/2010); however, no additional information was provided and no device was returned for evaluation. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.